Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The proximal set-up-joint (suj) unit was returned to isi for failure analysis. The suj was placed on a test system and error code 32101 was not reproduced. The system operated without issue during testing review of the system logs confirmed the issue and a proactive replacement of the axes controller setup (acu) board was performed on the suj.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigated the issue and confirmed the issue may be caused by the axes controller setup (acu) board at brake a_l and to replace the proximal set up joint (suj). The system was tested and verified as ready for use. Isi received the proximal suj involved with this complaint and failure analysis investigation has not completed at this time of the report. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure was done by isi technical support engineer (tse) during the call. Investigation revealed the following possible related system errors: error 32100 (arm frl was hit because of a hardware IV monitoring error) occurred on system sk0302 during a nephrectomy procedure on (B)(6) 2022. This complaint is reportable due to the following: an arm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer reported error 32100 on the proximal of set up joint (suj) at universal surgical manipulator (usm) 1. The customer did some power cycles prior to calling intuitive surgical, inc. (Isi) technical support engineer (tse) with no change on the error and decided to disable usm 1 and proceeded with procedure robotically using 3 arms. The customer did not try an emergency power off (epo). A field service engineer (fse) was dispatched to follow up with the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.